Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed with accurate readings. A bent cannula was found, but it could not be confirmed that the customer received the sensor in said condition due to the sensor being returned used and opened.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a sensor error alarm occur with their glucose sensor. The customer stated the cannula was bent and could now recognize proper insertion techniques. Customer's blood glucose level was reported at 320 mg/dl. Product is being replaced. No further information was provided.